Event description:
During a coronary stent procedure, a dissection was reported. The physician attempted to cross the right coronary artery (rca) with a 2.5 x 32mm taxus stent and was unable to cross. He then attempted to cross with a taxus 2.5 x 20 mm and was still unable to cross. The vessel was predilated again several times up and down with the maverick2 monorail balloon. The vessel dissected and the patient went to emergency bypass surgery. Patient status is listed as "fine".